Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported that the patient underwent pipeline embolization procedure and subsequently expired due to a hemorrhagic transformation of a brain infarct.